Manufacturer narrative:
Additional field updated: h4. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated field(s): d8. Based on the results of the investigation, olympus confirmed the reported event, however, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Event description:
It was reported the subject device experienced a malfunction where the ring section detached when the slider was being operated. This event occurred during a diagnostic procedure and was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.